Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable astlp aspartate aminotransferase acc. To ifcc with pyridoxal phosphate activation and ca2 calcium gen.2 results for 2 patient samples on a cobas e 411 immunoassay analyzer. Sample 1 had an initial calcium result of 16.58 mg/dl. The repeat result was 9.47 mg/dl. Sample 2 had an initial astlp result of 115 u/l. The repeat result was 39 u/l.

Manufacturer narrative:
The field service engineer (fse) found leakage in the reagent rack area, replaced several fluidics parts, and performed verification checks successfully. The analyzer was ultimately decommissioned and replaced at the customer site. The root cause of the event could not be determined.